Event description:
Complaint was received in a batch report from the distributor ((B)(4)) on (B)(6) 2013. Caller alleges false negative hcg results. No pt info was provided.

Manufacturer narrative:
As the product was expired, no investigation was taken. Lot in complaint was expired at the time of report. No info in complaint indicating date of occurrence. Unable to determine if lot was expired when issue occurred. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined from the info provided. To date, 2 false negative complaints have been reported against this lot. This issue will be tracked and trended. Corrective action not required at this time.